Event description:
Subsequent to the initially filed report, the following information was received: a posterior foot separation was found during evaluation of the returned device. The foot was not returned. Follow-up with the account confirmed that the separation was noted on removal of the device. The location of the detached foot is unknown; therefore could potentially remain in the patient. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide and foot break was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The reported difficulty and subsequent treatment due to the circumstances of the procedure appear to be related to an interaction with patient anatomy /calcium and/or the incorrect angle of insertion of the device during deployment contributing to the reported guide break. It is possible the foot break occurred during the removal of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: patient code 4582 was removed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the heavily calcified left common femoral artery using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, when advancing the proglide device through the calcium the device broke into two pieces where the black portion and metal portion meet. The proglide device had not yet been deployed. A cut down surgery was performed to retrieve the device. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.